Event description:
It was reported that the patient experienced black tissue on the scrotum that spread to under the scrotum and onto the right thigh following the placement of their inflatable penile prosthesis. The patient also experienced sever pain. The patient did not experience drainage or fever. The patient was hoping to be seen by a physician. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.